Manufacturer narrative:
This complaint will be updated once investigation is complete. Trends will be evaluated.

Event description:
Allegedly, patient underwent revision surgery for a depuy liner that wore out over the course of many years. The patient also had a wright medical stem implanted in approximately 2001. The doctor chose to just change the depuy liner and wmt head on the perfecta stem with our head, from the old 28mm to new 36mm.

Manufacturer narrative:
Please void all reports for medwatch no. 3010536692-2018-00806. This incident alleges no deficiency against this product that was reported, and this incident was reported as a result of human error. This incident is non-reportable.